Event description:
It was reported that scale marking issue occurred before use with a 20 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter. "Full records and reject note attached. Can you please arrange a credit for the october quantities of 3,293. We are also still awaiting credit for the previous month (s) rejects (51,562). We have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes. This we wish to raise as a customer complaint."

Manufacturer narrative:
H.6. Investigation summary: one photo was provided by the customer for investigation. The photo shows three (3) syringes side by side. There appears to be clear foreign matter (fm) on the syringes. Based on the photo the fm cannot be identified. As the printed scales are not visible it cannot be seen if the scale printing is acceptable or not. Based on the photo there is no apparent damage to the syringe barrels. Without a physical sample to analyze the foreign matter (fm) that appears to be on the syringes cannot be identified; therefore, potential root causes cannot be determined. As the printed scales are not visible it cannot be seen if the scale printing is acceptable or not. Based on the photo there is no apparent damaged to the syringe barrels. Therefore, these reported conditions cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue occurred before use with a 20 ml bd luer-lok¿ syringe. The following information was provided by the initial reporter, "full records and reject note attached. Can you please arrange a credit for the october quantities of 3,293. We are also still awaiting credit for the previous month (s) rejects (51,562). We have seen a new issue, with globules of melted plastic attached onto the outside of some of the syringes. This we wish to raise as a customer complaint."